Manufacturer narrative:
Date sent: 7/7/2023. Added the concomitant product.

Event description:
This case is from health authority. It was reported that during the surgery, after fired, noted some staples malformed  and oozing occurred. Suture was used to oversew. No patient consequences reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4: batch # unk. Additional information was requested, and the following was obtained: a manufacturing record evaluation was performed for lot#x96d0f provided and was found that correlate 2cb5lt product code, could you please provide the correct lot #/batch? -lot: x36d0f how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Could you please clarify if there were any patient consequences? No concequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.